Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer cleared the alarm and the customer stated that the pump was exposed to a high magnetic field. Customer did not press the esc button during rewind. Pump was not bumped or dropped. Customer was asked to return the pump for analysis. No additional information provided.